Event description:
During a phacoemulsification procedure using this unit, phaco power was intermittent for a while and then the unit exhibited low phaco output. Another unit was used to complete the procedure. There was no pt injury.